Event description:
During in-house testing it was discovered that the unicel dxh 800 coulter cellular analysis system may produce erroneous but credible results when sample are analyzed immediately after `verify cleaner input' procedure is selected. No actual patient results were generated. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The 'verify clean input' procedure which is customer accessible introduces cleaner into the system (as expected). The dxh instrument allows the analysis of patient samples immediately following the completion of the procedure, while the cleaner is still in place. There is no set pattern for how results are affected (unpredictable results). The root cause of this event is that the dxh instrument does not prevent samples from being analyzed while cleaner is still in the system after the 'verify clean input' procedure.